Manufacturer narrative:
Inspected two opened/used enlite sensors and performed visual inspection and found both sensor needles bent inside sensor. Unable to confirm if customer received sensors in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a threshold suspend alarm. Customer states that she had discrepancy between her sensor glucose 53 mg/dl and blood glucose 161 mg/dl. Customer states there was a bent sensor. Troubleshooting was performed, and the set will be replaced. No further information was provided.